Event description:
It was reported that the receiver display occurred. Product was provided for investigation an external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Functional test were performed and failed on button test. A touchscreen manual button test was performed and failed. Device was not opened for internal inspection. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed a frozen screen display. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).